Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the screen was damaged and that there were broken latch tabs, latches and hinges, however analysis was unable to confirm the comments that the stylus was not working well or that a new ethernet port was needed, this programmer model does not include an ethernet port. The overlay was cracked and it was replaced and the stylus was also replaced as a precaution. Due to broken latch tabs the power cord bay was replaced, as were the broken keyboard hinges, the cracked upper and lower cases and the printer drawer due to its broken latch. A keyboard slide cover was added as it was returned without one and it was additionally noted that both the system fan and the power supply were noisy and they were therefore replaced. The electrocardiogram connector on the link electronic module (lem) was loose and the lem board was replaced and calibrated. Additionally the hard drive was reconfigured and the software was reloaded and updated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was in need of the screen being fixed, a new stylus touch pen (a black one), a new ethernet port, a new handle and an updated operating system. It was further reported that the keyboard and the power cord storage bay were broken. Follow-up revealed that the stylus did not work well and was bent. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.